Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fill estimate was inaccurate. Additionally, it was reported that a cartridge change error message occurred when the user attempted to load a new cartridge. The user's blood glucose level was 166 mg/dl. Reportedly, the user successfully reloaded the cartridge and the user would continue to use the pump until replacement pump is received.